Event description:
Add'l info received from reporter on (B)(6) 2018 for report mw5075432. Pt stated that the box for death was marked by error.

Event description:
ICD continually discharged causing severe heart damage. Also hospitalized numerous times due to this. My device failed to discharge causing me to have to be revived at (B)(6). Due to the malfunctioning of my device, I have had strokes, seizures and also the ICD battery died, so after only having it in for a year I had to have an emergency surgery to replace it. Then my 2nd ICD had major problems again discharging but not when needed causing more hospitalization, not to mention the pain sickness and emotional issues this has caused. Come to find out that one was recalled before it was put in me, but they implanted it anyway. The leads fractured and actually melted in me. I am on my 3rd ICD in 5 years. This one is st. Jude and I have been experiencing ringing in my ears, discharged at unnecessary times, severe shoulder pain and nausea again in and out of hospital. I almost didn't survive my last surgery and still have screws stuck in my heart, thanks to the biotronik and medco messes in me. Was never contacted or told about recalls until third device was put in. As a matter of fact the cardiologist is still billing me for monitoring a device that has been removed a year ago. How do I seek recourse for the damages done to my family and myself. (B)(6).